Manufacturer narrative:
Per the complainant, the broken PICC was replaced w/a new PICC. No patient injury or medical complications were noted. The complaint lot was MFR'd by (B)(4). A review of the device history record by bd showed no nonconformances. The complain unit was not available for return per the complainant. A definitive root cause of the catheter breakage was not determined. There are many causes of catheter breakage which are related to the user environment. The instructions for use indicates several ways users can mitigate breakage. Catheters undergo 100% inspection at various times during MFR'g. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. No other similar complaints have been received for this lot number.

Event description:
(B)(4). Child w/a PICC 9 days, the curative had become wet, it was made when changing the curative was observed that the PICC was broken.